Event description:
Additional information received reported that the patient was seen by a manufacture representative and had his impedance levels checked and system reprogrammed. It was noted that all the patient's pain areas were covered and there were no issues with impedance.

Manufacturer narrative:
Product ID, 3998 lot# la6499 implanted: 2003 (B)(6), product type lead product ID, 37752 serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 37082-40 serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The coverage of the patient's stimulation changed. The patients had no coverage on his left side and had to turn up the frequency much higher for the same amount of coverage. The patient had been house bound due to the pain for about a week. 90% of the patient's pain was on his right side, but he had pain on all sides and had no coverage on his left side. Patient used to use 2.20-2.30 setting, but now had to "crank it up" to 3.00 for the same amount of coverage. The patient was taken to the hospital for pain on 2012 (B)(6) where he had an injection on the right side. The problems began following a "nasty" fall in april. The patient landed hard on the device and also broke two ribs. Patient had a computed tomography (CT) scan of the device the doctor said that it seemed "ok." The change in stimulation started sometime last week and the patient has had no medical procedures or changes out of the ordinary after the fall. It had been a "couple of years" since the patient's last programming. Additional information has been requested, but was not available as of the date of this report.